Event description:
A caller reported that the pump remained stuck on the fill tubing step after completing it. There was no adverse impact to the customer's blood glucose level. The caller had to disconnect from the site and repeat the fill tubing process to resume insulin delivery.